Manufacturer narrative:
Method - product, revision details, or lot information for devices have not been provided to blackstone medical, inc for evaluation.

Event description:
A construct disengagement with possible revision was reported to bmi quality assurance on 8/9/07. Additional information, including specific construct component disengagement, has not been received from the reporting distributor or surgeon.